Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
During surgery, the surgeon used g3 nail. He inserted the lag screw and set screw. But, it was inserted reversely at the top and bottom of set screw into the nail. Therefore the surgeon tried remove the set screw. However, the set screw could not remove. The surgeon finished the surgery. The set screw wasn't locked.